Manufacturer narrative:
The result of control solution test, with returned meter and normal strip, was 88mg/dl(n: 113~169mg/dl) which was lower than standard range. As a result of continuity test, it has been confirmed that the returned meter functioned properly and there were no particular issues found when the returned meter was disassembled. After assembling the returned meter again, the results of control solution test with returned meter and normal strips were within standard range. As reviewing the memory, the returned meter displayed blood glucose measured values normally when using it first time but the low blood glucose measured values started to display during use. Thus, it is assumed that the returned meter functioned properly again after the blood/foreign substance was removed/displaced while disassembling a meter and assembling it again.

Event description:
Caller received a reading of 96mg/dl (which was out of range) on this one using same strips and control solution. Customer was uncooperative with troubleshooting.